Event description:
It was reported that on (B)(6) 2008, the patient underwent direct stenting in a de novo lesion in a saphenous vein graft with one xience v 2.5 x 18 stent. The patient expired on (B)(6) 2011. The cause of death is unavailable. No additional information was provided.

Manufacturer narrative:
(B)(4): no pre-dilatation/indication for use. There was no reported product deficiency. The reported death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the instructions for use (IFU) states the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.25 mm to 4.25 mm. Additionally, pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The implantation of the stent in a saphenous vein graft (svg) and the lack of pre-dilation do not appear to have directly caused or contributed to the reported patient effect.